Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Dexcom reviewed receiver data on (B)(6) 2014. There were no indications of gaps in transmission on the date of issue. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.